Event description:
Boston scientific received information that the patient with this pacemaker had sudden bradycardia response (sbr) on for vasovagal syncope. The patient experienced a syncopal episode and was admitted to the hospital. Technical services (ts) discussed that sbr could help with heart rate problems; however, if the blood pressure was the cause of the issue then it would not help. Ts made programming suggestions to mitigate the issue. No adverse patient effects were reported.

Event description:
Additional information from the field representative indicated the device function was normal. The physician increased the duration from five minutes to ten minutes.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.